Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer has to push down buttons hard while forwarding to do priming and scratches on screen which causes customer to have to scroll up or down. Customer¿s current blood glucose was unknown. Customer stated that insulin pump had rewind slower than in the past, had unusual grinding noise, had random no delivery alarms. Insulin pump will not be returned for analysis.